Event description:
It was reported that the programmer displayed an error message three times about loss of communication with the analyzer. The analyzer was replaced, and the new one worked fine with the programmer. The analyzer was returned for repair and test/calibration. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the device had a "loss of communication" error at systems check.